Manufacturer narrative:
Patient age, weight unknown. It was reported the patient was (B)(6). (B)(4) relates to (B)(4) for the reported event of catheter break. Visual evaluation of the returned complaint device confirmed catheter to be kinked/bent, however the reported defect of catheter difficulty advancing was not confirmed. The catheter shaft was inspected for cosmetic defects and two kinks/dents were found at 145 cm and 146 cm from the distal tip. This defect is consistent with the incorrect technique of catheter insertion used and/or excessive force applied to the catheter when introducing the catheter into the scope. The c-channel was found to be damaged near the balloon and a jagged edge on the c-channel was found near the ramp cut. These defects are consistent with guide wire removal form the channel with an excessive force. The catheter was successfully loaded into the endoscope and successfully passed the entire working length of the scope, exiting at the distal part of the scope with no resistance. Based on this information, the most probable root cause of operational context will be assigned to this complaint as the catheter kinked most likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) preformed on a female patient on (B)(6) 2011 (patient age, weight is unknown). According to the complaint, during the procedure, as the physician passed the device down the introducer, mid way down the scope the physician reported the catheter kinked. The balloon was pulled out and the procedure and returned to boston scientific corporation. The procedure was completed with another of the same device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2011 evaluation of the complaint device by the investigation site revealed the c-channel was found to be damaged near the balloon and a jagged edge on the c-channel near the ramp cut, which was not initially reported by the account; therefore this is now an MDR reportable event.